Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally it was reported that the pump touch screen was intermittently delayed in responding to presses. Customer¿s blood glucose was 121 mg/dl. It was also reported that the customer had elevated and low blood glucose (bg) levels; however exact bg values were not provided. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance regarding the elevated and low bg levels, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.